Event description:
During manufacturer review of a patient's vns programming history, it was identified that a faulted systems test occurred on (B)(6) 2010 at 09:28:45, the patient was then programmed to 2ma/30hz/500pulsewidth/30sec on/5min off at 09:27:43 and then another systems test followed at 09:30:41 which was successful, but no final interrogation was done to verify settings. At the next office visit on (B)(6) 2010, the initial interrogation at 11:33:41 has settings of 1ma/20hz/500pulsewidth/30sec on/60min off/1ma mag/500pulsewidth/30sec on, which is indicative of a faulted systems diagnostics test. The settings were all corrected on (B)(6) 2010.

Manufacturer narrative:
Analysis of programming history.